Event description:
It was reported that the patient experienced pain and erosion on the ventral lateral side of the urethra with this artificial urinary sphincter. A surgical procedure was performed to remove and replaced all the components. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the pump. The balloon was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the balloon. The reported patient symptoms of erosion and pain are known risks associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced pain and erosion on the ventral lateral side of the urethra. A surgical procedure was performed to remove and replace all the components. There were no further patient complications.